Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 375cc, catalog number 3503751bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a mentor memorygel breast implant 375cc and experienced breast pain and rupture on the left side postoperatively. Rupture was confirmed via MRI. As a result, the patient underwent removal and replacement with unspecified mentor gel breast implants on (B)(6) 2020.

Manufacturer narrative:
Additional information received on (B)(6) 2020 indicated the patient experienced bilateral capsular contracture baker grade iii. This report is for the left breast prosthesis. Device evaluation summary: during visual inspection of the device, was found to be ruptured. A crease was found in the edges of the tear, causing a rupture. The evaluation determined that the rupture is consistent with a crease fold rupture. It is possible that the rupture within crease were caused by the stress occasioned to the shell by the capsular contracture postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4)